Event description:
It was reported to philips that the system displayed the message "low disk space". The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency procedure. The procedure was completed as planned after the user deleted old images off the system to make space in the system's memory disk. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and assessment of the logfiles determined that frontal image processing pc (ippc) image disk 2 was inaccessible and needed replacement. The fse replaced the faulty hard disk. After the hard disk replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.